Manufacturer narrative:
PMA/510(k)#: k980580 / k941657. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that one bd syringe allergy 1ml w/ndl 27x1/2 rb was found with a broken plunger rod during use. The following information was provided by the initial reporter: it was reported that syringe plunger rods are breaking. Per email: on (B)(6), 2019 company received a device complaint involving bd 1cc 27g x 1/2 syringe (item#: bd5540, lot#: 8266756). The customer stated that the plungers break frequently and syringes look like the attached photo.

Event description:
It was reported that one bd syringe allergy 1ml w/ndl 27x1/2 rb was found with a broken plunger rod during use. The following information was provided by the initial reporter: it was reported that syringe plunger rods are breaking. Per email: on june 20, 2019 company received a device complaint involving bd 1cc 27g x 1/2 syringe (item# bd5540 lot# 8266756). The customer stated that the plungers break frequently and syringes look like the attached photo.

Manufacturer narrative:
Investigation: customer returned a photo of a loose 1cc bd allergy syringe. Customer states that the plunger rods are breaking. The attached photo was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch # 8266756 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual evaluation of the picture showed a 1.0ml syringe. The syringe was missing the thumb press. The plunger, just below where the thumb press should be, was flattened, and not round. The rest of the syringe was undamaged and intact. Process summary: automatic syringe assembly machine, which feeds 1ml syringe components (barrel stopper, plunger) and assembles these components. This machine consists of a barrel cleaning device, lubrication dial, one plunger/stopper assembly dial, one syringe assembly dial, and various inspection and transfer dials. There were no quality notifications or maintenance dispatches relating to this defect during the production of this batch. No definitive root cause can be determined.